Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and mild tortuosity. The 3x48mm xience skypoint stent delivery system (sds) was attempted to be implanted at the target lesion; however, the stent was not able to be completely deployed. Therefore, the sds was removed and blood and air was noted to be leaking from the proximal shaft. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional analysis were performed on the returned device. The reported shaft leak and activation failure were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The device was returned, the stent was returned fully deployed and the delivery system was inflated without issue. The reported activation failure and shaft leak could not be confirmed. It should be noted that the inner member of the delivery system was collapsed which may have caused difficulty with inflation; however, this cannot be confirmed as it could not be replicated during return device functional testing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.